Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due lead was sacrificed to gain access via a laser procedure to upgrade the device as the patient had an occluded subclavian vein. A new lead was placed. No additional adverse patient effects were reported.